Manufacturer narrative:
Physio-control examined the customer's device but was not initially able to verify the reported issue. As a precaution, physio replaced the system controller (sc) and user interface (ui) pcb assemblies, as well as the ui to stack flex cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly where the reported issue was verified. Physio determined that the cause of the reported issue was a heat sensitive integrated circuit (ic) chip, designator u2. Both the sc pcb assembly and the ui to stack flex cable assembly were ancillary parts and there were no failures observed with either assembly.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a recent patient, they went to use their device to provide pacing therapy a patient when they observed a white display and the device became non-responsive. The staff powered the device off and then on again, which appeared to clear the condition; however, they opted to obtain a back up device for use instead. There were no adverse effects to the patient as a result of the reported issue. Further details about the patient or the event, including the exact date that the event occurred, were not available.

Manufacturer narrative:
(B)(4). The biomedical engineer at the facility advised that they had evaluated the device and verified the reported issue, also observing that the display would sometimes flicker or only show half of the display. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.